Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system cubie pocket was broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was broken. A field service engineer (fse) inspected the station and confirmed there were no drawer failures. An acceptance test was not performed, as the customer was unable to identify which drawer had failed. The customer and the fse inspected pod a, pod c, and triage, to identify any issues but there were no problems found or reported. The system functioned as intended.